Event description:
It was reported that the insulin pump had a crack near the battery compartment and a piece had fallen off. No further information reported.

Manufacturer narrative:
Unit received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).